Event description:
It was reported that upon interrogation, the atrial lead exhibited low impedance. During lead revision, an insulation anomaly was noted on the lead. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion exposing the inner coil at 27.1cm to 28.0cm from the connector pin. This likely caused the reported complaint of low impedance.